Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) week post procedure the patient presented to the emergency room experiencing chest pain. An echocardiogram was performed and showed that there was a trivial pericardial effusion present. A computed tomography angiogram showed that there was a chronic pulmonary embolism present. There were no changes to the patient's medication, but they were admitted to the hospital for observation. The patient's symptoms resolved and they were discharged the next day. Two (2) weeks post procedure the patient presented back to the emergency room experiencing fatigue and hypotension. A repeat echocardiogram showed a mild/moderate pericardial effusion. The patient underwent a pericardial window procedure the next day. A drain was placed and 250ml of dark bloody fluid was removed from the patient. The patient remained hospitalized for further evaluation and treatment of the hypotension. The patient was then diagnosed with septic shock. The patient's health continued to decline, and the patient died seven (7) days later, three (3) weeks post procedure.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) week post procedure the patient presented to the emergency room experiencing chest pain. An echocardiogram was performed and showed that there was a trivial pericardial effusion present. A computed tomography angiogram showed that there was a chronic pulmonary embolism present. There were no changes to the patient's medication, but they were admitted to the hospital for observation. The patient's symptoms resolved and they were discharged the next day. Two (2) weeks post procedure the patient presented back to the emergency room experiencing fatigue and hypotension. A repeat echocardiogram showed a mild/moderate pericardial effusion. The patient underwent a pericardial window procedure the next day. A drain was placed and 250ml of dark bloody fluid was removed from the patient. The patient remained hospitalized for further evaluation and treatment of the hypotension. The patient was then diagnosed with septic shock. The patient's health continued to decline, and the patient died seven (7) days later, three (3) weeks post procedure.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270, batch # 0037902959. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pulmonary embolism, chest pain, pericardial effusion with cardiac tamponade, infection (septic shock) (surgical intervention, hospitalization, imaging required), hypotension (fatigue) (medication required), renal failure, and death. Risk review: a risk review was completed and confirmed that the events of pulmonary embolism, chest pain, pericardial effusion with cardiac tamponade, infection (septic shock), hypotension (fatigue), renal failure, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
H6: patient codes - e130501 renal failure code added.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One (1) week post procedure the patient presented to the emergency room experiencing chest pain. An echocardiogram was performed and showed that there was a trivial pericardial effusion present. A computed tomography angiogram showed that there was a chronic pulmonary embolism present. There were no changes to the patient's medication, but they were admitted to the hospital for observation. The patient's symptoms resolved and they were discharged the next day. Two (2) weeks post procedure the patient presented back to the emergency room experiencing fatigue and hypotension. A repeat echocardiogram showed a mild/moderate pericardial effusion. The patient underwent a pericardial window procedure the next day. A drain was placed and 250ml of dark bloody fluid was removed from the patient. The patient remained hospitalized for further evaluation and treatment of the hypotension. The patient was then diagnosed with septic shock. The patient's health continued to decline, and the patient died seven (7) days later, three (3) weeks post procedure.